Manufacturer narrative:
There is no allegation against device functionality. This lead was explanted secondary due to pocket infection.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was explanted secondary due to pocket infection.